Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level was 540 mg/dl at the time of admitted in the hospital. The customer was hospitalized on (B)(6) 2019. The customer was treated with intravenous fluid. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleged possible pump under delivery. It was stated that the drive support cap was flush. The insulin pump will be returned for analysis.